Event description:
The customer wanted to put an implant that is not a cemented one. Since the sticker is not clear, the customer put an implant that is a cemented one instead. The client is under observation.